Manufacturer narrative:
Combination product: yes.

Event description:
ICD lead capped due to lead is fractured and noise noted on the rv channel. The ICD is classifying it as vt and delivering inappropriate therapy to the patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.